Manufacturer narrative:
Section d4: model and catalog numbers corrected. Section e1: reporter email was not available. Manufacturer¿s investigation conclusion: the report of outflow graft stenosis due to seroma was unable to be confirmed as no diagnostic images or product were available for evaluation, and a specific cause for the reported event could not be conclusively determined. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of acute cholecystitis could not be conclusively established through this evaluation. Requests for additional information regarding this event were submitted to the account; however, it was reported that no further information could be provided. The patient remains ongoing on (B)(6) with no further reported issues related to the pump at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 1 of the IFU also provides an explanation of all pump parameters. Section 5 "surgical procedures" contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2024 due to device malfunction and acute cholecystitis. On (B)(6) 2024, there was an outflow graft malfunction/position abnormality from stenosis due to seroma. The seroma was removed through surgery, and the cause of the malfunction was unknown. The patient was discharged on (B)(6) 2024.